Event description:
It was reported that the customer experienced unspecified bolus delivery issues. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.